Event description:
It was reported that the physician initially suspected that a code 1003, indicative of voltage too low for the projected remaining capacity, had been declared by this implantable cardiac resynchronization therapy pacemaker (crt-p). However, upon review by boston scientific technical services (ts), it was confirmed that the alert was actually for out-of-range right ventricular (rv) lead pacing impedance measurements (greater than 3,000 ohms). The remote data indicated that the patient does not have a rv lead connected to this device, which is considered off-label use. Additionally, there were very high amplitude over-sensed signals every two seconds on the rv rate electrocardiogram, which were suggestive of signals from the automatic lead detection feature which continually monitor lead impedance. Ts stated that this can only be resolved by connecting a functional unipolar or bipolar lead to the rv port. At this time, this crt-p remains implanted and in-service. No adverse patient effects were reported.